Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was temporarily unable to reload a cartridge. The customer's blood glucose level was impacted.